Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter on the barrel. No serious injury or medical intervention was reported.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter on the barrel. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with a picture and the affected sample. After the evaluation of the returned sample, bd confirmed the reported issue, and identified the brown dots as embedded contamination in the plunger. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polyethylene can remain stuck on the internal walls of the mold and was burnt. During normal production some particles may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the needle hub without possibility of being detached from it.